Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced significant tooth sensitivity directly related to the aligner treatment. They also needed to get dental work, placement of two crowns on my lower teeth to address the damage and discomfort they have experienced. Contraindicated